Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4). This report was mailed to FDA on: 4/15/2011. (B)(4).

Event description:
An ophthalmologist reported that during cataract surgery, there were low phaco power and aspiration problems. The cataract fragments could not be aspirated and some of the fragments were removed through the incision. After the tip of the instrument was replaced, there was some improvement in performance, but some difficulty remained. The ultrasound power had to be increased. A viscoelastic was introduced. At the end of the case, the IV pole locked. Postoperatively, the pt presented with corneal edema, and is being treated for this. Add'l info has been requested.